Event description:
The endoplege was placed under tee (no flouro) and confirmed to be in the coronary sinus with tee views and hemodynamic monitor. The balloon was left up while the patient was being positioned. It was noted that the ventricularization tracing was lost and when the anesthesiologist pulled the volume out of the balloon, it came back with blood in the syringe¿indicating balloon rupture. This patient had some slight ai and therefore it would have been ideal to have had retrograde perfusion for this case. The surgeon decided to proceed with an open sternotomy for cardio protection and preservation. No prolonged operating time, but prolonged anesthesia time. No adverse patient events.